Manufacturer narrative:
(B)(4). The customer returned one catheter-over-needle assembly and one spring-wire guide assembly for evaluation. The introducer needle was not returned. A visual exam was performed and the catheter-over-needle assembly did not show any signs of use. The spring-wire guide was found to be bent near the distal end and the j-tip was found to be bent and kinked. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The first bend was located 500 mm from the proximal end and the second bend was located 15 mm from the distal end. The kink was located 5 mm from the distal end. The inner diameter of the catheter of the catheter-over-needle assembly was also within specification. The spring-wire guide passed through the catheter from the catheter-over-needle assembly without issue. A manual tug test was performed to confirm both welds were intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are shipped with this product provides suggested techniques and guidelines for the use of the product. The customer reported issue of the spring-wire guide becoming kinked during use was confirmed during visual inspection of the returned sample, however the probable cause could not be determined as the introducer needle was not returned along with the spring-wire guide for evaluation. A DHR review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the introducer needle/ars and didn't advance further. A new kit was opened.

Manufacturer narrative:
(B)(4). Initial review of the returned device sample indicates that the swg was kinked.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the introducer needle/ars and didn't advance further. A new kit was opened.